Manufacturer narrative:
An evaluation of the reported device cannot be performed as the device was discarded and was not returned to the manufacturer. If additional info becomes available, the evaluation summary will be submitted in a supplemental report. The event involves a scorpio nrg cr femoral component with ha that is not cleared for commercial distribution in the united states; however, the reported event is related to a revision of a right-side component that had been implanted on a left-side femur, which may occur with cemented scorpio nrg cr femoral component.

Event description:
It was reported that a right-side component had been implanted on a left-side femur. It was reported that the surgeon has a habit of taking post-op x-rays and the alleged issue was discovered after reviewing the films. It was reported that the pt received a revision surgery within hours of the original procedure.